Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd pegasus plus¿ closed needle protection IV catheter system has a leak 1cm from the catheter tip. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd pegasus plus closed needle protection IV catheter system has a leak 1cm from the catheter tip. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. A device history review was conducted for lot number 7265140, our records show it was manufactured on october 9th-14th, 2017, and determined that this is the only instance of leakage occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Additionally a sample and photo were provided for the purpose of aiding our quality engineer's investigation. Bd engineers determined this event to be caused by the raw material used in the catheter tubing. The supplier for this component was notified of the issue and conducted a comprehensive investigation into the cause. The findings of their study were unable to locate a specific root cause for this event; occurrences identified in the study were sporadic suggesting that this defect is inherent to fabrication of the materiel. To compensate, our supplier has increased the sampling rate for leakage testing during the fabrication process.